Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 52 mg/dl when the actual blood glucose level was 135 mg/dl. The customer also received a weak signal alert. Troubleshooting was done. Advised that the current sensor performance was not good. Advised that the sensor may not have been responding to changes in blood glucose. No additional information was provided.